Event description:
The customer reported that this event was on a crf as part of the (B)(6) for barrett's esophagus. Following a secondary focal ablation the patient experienced dysphagia and the physician observed stenosis for which the patient was subsequently dilated and symptoms improved. Severity of events classified as moderate. Physician considered the events' relationship to the ablation procedure as definite but not related to any malfunctions of the device.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample will not be returned. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.